Event description:
It was reported that water leaked from the funnel area of the foley catheter during pouring. Per follow up information received via ibc on 30apr2025, stated that during use, there was patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual (ngjs3672): received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjs3672. Visual inspection noted no obvious observations. While inflating returned individual silicone catheter, the solution leaked out of pinhole measuring 0.013 at trifurcation of the funnel. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the funnel area of the foley catheter during pouring. (For lot#myjx0686 and lot#myjx0683. Per follow up information received via ibc on 30apr2025, stated that during use, there was patient involvement. Per notification from ucc on 08dec2025, it was reported that asymmetrical balloon and cuffing observed post deflation was found during sample evaluation on 23jul2025. Per notification from ucc on 08dec2025, it was reported that balloon did not deflate with returned syringe was found during sample evaluation on 23jul2025.